Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on battery power and charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly at the failure analysis center and verified the reported malfunction. However, further component root cause of failure was not determined.

Event description:
It was reported that the device would not power on using battery source and charge the installed battery. There was no pt use associated with the reported event.